Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges injury, pain, discomfort and elevated level of cobalt and chromium in the blood. Doi: (B)(6) 2006; dor: (B)(6) 2017; right hip (asr).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the medical device removal, blood heavy metal increased and surgical intervention.

Event description:
Medical records received. After review of medical records, the patient was revised to address mechanical complication with metallosis and periprosthetic acetabular osteolysis. Patient was noted to have pain, increasing serum metal levels and fluid collection. Intraoperative findings include extensive scar tissue, heterotrophic ossification and wear, 15 ml of cloudy yellow fluid consistent with metallosis, metal-stained tissues, extensive synovitis, trunnionosis, trunnion debris, osteolysis and bone loss. Doi: (B)(6) 2006 - dor: (B)(6) 2017; (right hip).